Event description:
During an implant procedure, it was reported that the left ventricular (lv) lead could not be implanted due to insertion difficulty. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.